Event description:
The polyurethane coating of the guidewire sheared off in the pt during a pcnl procedure. Attempts to retrieve the detached coating were unsuccessful. The original procedure was successfully completed using a second guidewire. The pt's condition was reported to be fine.